Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customers current blood glucose level was 218 mg/dl. Troubleshoot was done for high blood glucose under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was not included with the initial report. The updated information has been provided with this report.

Event description:
It was reported via phone call that customer was not sure if the auto mode feature was active and automatically adjusting insulin during the adverse event.